Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that the ilet displayed alert 27 (contact support ¿ low battery capacity). After restarting the device, the alert reappeared, confirming a persistent battery performance fault. The agent arranged a replacement ilet to restore therapy. No adverse health effects, blood glucose impact, or medical intervention were reported.